Event description:
Edwards received notification from greece that this 81-y-o patient with this inspiris resilia valve model 11500a21 implanted in aortic position was being evaluated for a surgical intervention after an implant duration of 2 years and 11 months due to moderate stenosis and increased gradients. As reported, the follow-up visits at 15 and 45 days after the index procedure showed stability and no problems. The patient presented with dyspnea and was admitted to the hospital. A couple days later the patient was discharged home under medication, awaiting an intervention. As reported, the intervention is still under discussion, awaiting for a proctor to review the case and tell how and if it is possible to proceed. Reportedly, the first opinion was that probably the surgical size was not correct because patient is quite obese, and a valve-in-valve with the implantation of a 20mm transcatheter valve could lead to further problems in a short period of time. No other information was provided.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The following sections were updated/corrected/added: h6 ( type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), nonstructural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including hyperparathyroidism. Since no edwards defect was identified, corrective or preventative actions are not required.